Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to a suspected fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted the lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time. If information is provided in the future, a supplemental report will be issued.